Event description:
Customer's father reported that his daughter was having a high blood glucose of 600 mg/dl. The father stated he had treated his daughter with 30 units of insulin by injection. Troubleshooting found the customer had tiny air bubbles in her reservoir. It was also found the customer's bolus wizard, basal rates, and bolus history were correct. The father also stated insulin was squirting out of the insulin pump during a manual prime. A no delivery alarm was also found in the customer's alarm history. The customer was advised to change out her infusion set, reservoir and insulin. The father was also assisted with a 25 unit bolus delivery for the customer as she was still running high. The father stated the customer's blood glucose was 505 mg/dl. Additional troubleshooting found there was no leak present on the insulin pump. The insulin pump was also able to pass the high pressure test. The customer was advised the insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).